Event description:
A customer reported that during a combination cataract/vitrectomy procedure, three knives did not cut. The surgery was completed using a fourth knife. There was no harm to the pt. This is the second of two mdrs for this facility.

Manufacturer narrative:
The investigation is in progress. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met spec. A root cause has not been identified. (B)(4).